Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Tones were being admitted from the device due to these measurements. This rise has been gradually happening over the past year. No changes were made and the ICD remains in service. No adverse patient effects were reported.